Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient visited the hospital due to edema of the left arm and chest discomfort. A perforation and pericardial effusion was observed on echocardiography and drainage was performed. The lead also exhibited high thresholds. The lead was programmed off and approximately a week later, the lead was removed. It is unknown if the lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.